Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their escape button was sticking and would be intermittently responsive. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The buttons on the insulin pump had intermittent button response due to flattened dome switch. No back light anomaly noted during testing. The insulin pump had minor scratches on the lcd window and cracked reservoir tube lip.